Manufacturer narrative:
The scope was ethynol (eo) sterilized at the independent laboratory and the scope was returned to the service center for a physical evaluation. A visual inspection was performed on the instrument and suctions channels. Upon inspection, the instrument channel was free of foreign material, stains and damages. Additionally, the service group noted that the scope passed the leak test. The service group also indicated that the bending section cover glue was cracked. The air/water flow was restricted as the nozzle was clogged. The scope was repaired and returned to the user facility. A review of the service history of the scope indicated the scope was purchased on may 2, 2018 with one repairs. As part of the investigation, an endoscopy support specialist (ess) visited the user facility for an observation of the staff¿s the staff¿s pre-cleaning, leak testing, and manual cleaning of endoscopic ultrasound (eus) and upper/lower gastrointestinal scopes. The ess observed the facility was skipping the suction step during manual cleaning, as required by the instruction manual, for all scopes. The endoscopy manager stated that they will order a portable suction source for the facility¿s reprocessing rooms so that they can start to incorporate this step. In addition, the ess observed the leak tester was not being tested/inspected prior to connecting it to a scope and was being shut off before the scope was taken out of the water which could cause potential fluid invasion. The ess advised the endoscopy manager and reprocessing staff that the leak tester needs to be tested prior to connecting it to the scope and the connection/disconnection of the leak tester needs to be completed while the scope is outside of the water. The ess ordered poster sized cleaning guides for their reprocessing rooms. The exact cause of the positive culture cannot be determined as there were no signs of foreign material/stains on the scope.

Event description:
The service center was informed that as a result of an unspecified cleaning, disinfection and sterilization (cds) issue at the user facility, the scope was forwarded to an independent lab for microbial testing and the scope¿s culture tested positive for micrococcus luteus and staphylococcus aureus. There was no death, serious injury or infection reported.